Event description:
Boston scientific received information that during the implant procedure for this implantable cardioverter defibrillator (ICD) a review of the electrogram (egm) showed some noise on the right atrial (ra) lead channel. The noise appeared to be air bubbles and there were no reported pauses in pacing greater than two seconds and no inappropriate therapy. There were no adverse patient effects reported.

Manufacturer narrative:
Our records indicate this ICD currently remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.